Event description:
Customer alleged left motor will not drive. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsi-hd, (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male in his (B)(6). The consumers preexisting medical condition consists of liver failure. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Dealer is pursuing the ordering of two new motors for the device.